Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump date was inaccurate due to customer not changing it. Blood glucose was in the 300's. Tandem technical support assisted customer with adjusting the date.